Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage in pcb 1. After swapping pcb 1 with a test board, sleep current measurement passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that they had low battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.